Event description:
Cautery working at beginning of surgery. Pt repositioned, cautery not working. All items reevaluated. When looked at cautery machine saw a 1/2 inch flame coming from cord which was hooked into machine. Cord reusable. Can be sterilized up to 25 times. This cord sterilized 15 times. Purchased new cords. The new cords are reinforced where fire began.